Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had a fracture. The physician stated that the fracture was located where the suture sleeve was and this was attributed to the wear and tear due to being a mobile area. The patient underwent an explant procedure.